Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The failure to deploy and noise were not confirmed due to the condition of the returned device. The detachment of the distal sheath was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties appear to be due to case circumstances. It is likely that the distal sheath was bent or restricted in the anatomy such that restriction was encountered between the shaft lumens and the thumbwheel preventing deployment. Additionally, with the shaft restricted, it is likely that attempting to rotate the thumbwheel against resistance, resulted in the distal sheath separation and the crack sound that was heard. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid common iliac artery that was mildly tortuous, mildly calcified, and 80% stenosed. During attempted deployment of the absolute pro self-expanding stent system, a crack was heard and felt at the thumbwheel of the deployment system and the stent did not deploy. It was confirmed that no part of the stent was exposed from the delivery sheath. The proximal part of the delivery system was covered with the crossover sheath to withdraw the system out of the patient. This was done with success and with no patient affects. After removal, it was noted that the sheath split. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another 8mmx40mm absolute pro was deployed with success to complete the procedure. No additional information was provided.